Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). There was no report of which care area this condition occurred in. Evaluation summary: the reported condition of a colleague infusion pump with failure code of 810:11 was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to an air in line printed circuit board that was defective and would not calibrate. The air in line printed circuit board was replaced and calibrated to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.